Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on an unknown date and mesh was implanted. It was reported that the mesh was explanted on (B)(6) 2009 and lynx mesh was implanted at that time. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the mesh was explanted on (B)(6) 2009 and lynx mesh was implanted at that time. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic lap, total hysterectomy, colporrhaphy with anterior repair due to symptomatic cystocele, perineal relaxation, and stress urinary incontinence. It was reported that the patient underwent mesh revision/removal on (B)(6) 2009 due to failed mid urethral sling and recurrent cystocele. It was reported that it had not encapsulated however it did not appear to have been secured well on either lateral attachment.